Manufacturer narrative:
(B)(6). The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. The complaint was not verified but the root cause could not be determined with confidence. Factors unrelated to the design and manufacture of the devices which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device. Factors which contribute to the reported incident are: (1) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result; (2) do not deploy, bent or damage the implant; (3) the system requires tension to be distributed through the suture ends to achieve suture lock. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a shoulder arthroscopic surgery, the speedlock anchor came off the inserter when tensioning. A back-up device was available to complete the procedure after a short delay. The patient was not harmed. Results of investigation have concluded that this unit was damaged and broke at the distal end and it means that a piece or a fragment could have detached from the device which makes it a reportable event all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.